Event description:
The facility reports a device with a fluid delivery outside or error limits, found during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 21, 2007. Evaluation summary:the pump was evaluated by a baxter service technician. The reported condition was not confirmed.